Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The device was found out of specification in relation to the customer reported false downstream occlusion error which was not reproduced. A review of the event history log identified downstream occlusion error. The reported condition was verified. The cause was determined to be failed force sensor which was replaced to correct this condition. The device was found out of specification in relation to the customer reported system error 322 which was not reproduced. A review of the event history log identified system error 322. The reported condition was verified. The cause was determined to be link was out of adjustment which was adjusted to correct this condition. This reported symptom "free flow" was inadvertently missed during evaluation. The pump was no longer in its received condition the evaluation cannot be performed. The device in question was repaired and tested prior to release to ensure the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion and system error 322 (link switch error (low)). The reporter also stated the tubing would free flow when released from clamps. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.